Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's lead migrated. The patient had no signs or symptoms and she was happy with her results. The event was ongoing. If additional information is received, a follow-up report will be sent.